Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted when additional information is available.

Event description:
A customer's wife reported the customer received an error 4 message upon strip insertion using his freestyle freedom lite glucose meter. The caller reported that on (B)(6) 2011 "in the afternoon and into the night" the customer was unable to test due to the error 4 message. As a result, the customer experienced symptoms described as "lethargic, out of it, just didn't feel well, excessive urination, extra thirsty." The customer self-presented to a health care facility and was diagnosed with hyperglycemia and "a muscle spasm in his back". The customer was treated with insulin (dosage/type not specified), which was a change to his normal medications. No self-treatment was reported. There is no report of death or permanent injury associated with this case.